Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the gore tag thoracic endoprosthesis only compatible with the gore introducer sheath with silicone pinch valve or the gore dryseal sheath.

Event description:
On (B)(6) 2012, the pt underwent a percutaneous valve procedure to replace an aortic valve for an unk reason, a conformable gore tag thoracic endoprosthesis (ctag) was reportedly advanced through an 18fr cook brand sheath, and successfully implanted. Before the conclusion of the procedure, it was noted that the leading olive from the ctag delivery catheter was detached from the catheter, and had become dislodged in the pt's femoral artery. The physician surgically removed the olive from the femoral artery. It was reported that the olive detachment may have occurred because of a compatibility issue between the gore device and the cook brand sheath. It was then reported that the pt expired. The cause of death is unk, however the physician indicated that the death is not attributed to the ctag device.